Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation on their chest from under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient that they only need to wear the lifevest when out of the house. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.